Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy, resulting in peritonitis. The peritonitis was manifested by abdominal pain, cloudy effluent and fever. Two days after onset, the patient was hospitalized for the event. The patient was treated with ancef (intraperitoneally, for 14 days, dose and frequency not reported) and ceftazidime (intraperitoneally, for 14 days, dose and frequency not reported) for peritonitis. The patient was discharged from the hospital after three days. At the time of this report the patient was recovering from the event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). This report is for a break in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.